Event description:
The user facility reported that they had experienced a total of four colon perforations associated with colonoscopy procedures over a period of six months. No information was provided regarding the status of the patients.

Manufacturer narrative:
Olympus followed up with the user facility, and was informed that two events had reportedly occurred in 2009. The user facility provided the serial number of the subject endoscope referenced in this report. Review of the service history of this device noted that the unit had been returned to olympus for evaluation on 08/03/2009, with a report of the dials being stiff. The evaluation confirmed that the control knobs were stiff and the right and left control knobs were slipping. Additionally, the evaluation revealed sharp dents on the distal end cover of the device. The bending section cover glue was noted to be cracked and peeling. The glue around the objective and light guide lenses was peeling. Minor chips were noted around the edge of the light guide lenses. There were five broken mesh wires noted at the bending section, and the angulation was reduced. The light guide prong was found loose. The device was serviced and returned to the facility. The user facility has been contacted several times via telephone and in writing for additional detailed information regarding this report, but has not provided additional detailed information regarding the reported event. The cause of the patient's out come could not be conclusively determined. If additional information becomes available later, a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution. Cross reference MFR. Report number: 8010047-2009-00165,8010047-2009-00167, and 8010047-2009-00168.